Event description:
It was reported via patient call center that hematoma occurred. A left atrial appendage closure procedure was being performed. A watchman fxd curve access system was inserted and a 27mm watchman flx pro closure device was implanted. Post-procedure the patient developed a large insertion site hematoma which required surgical repair. Post-surgery the patient was in the intensive care unit and was later discharged to rehab. It was also reported that after taking eliquis for three weeks, the patient was hospitalized with a major spleen bleed.

Manufacturer narrative:
A3a and a3b sex and gender added with all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was not returned; therefore, device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0036446454. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hematoma (intensive care, rehabilitation, surgical intervention). Risk review a risk review was completed and confirmed that the event of hematoma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via patient call center that hematoma occurred. A left atrial appendage closure procedure was being performed. A watchman fxd curve access system was inserted and a 27mm watchman flx pro closure device was implanted. Post-procedure the patient developed a large insertion site hematoma which required surgical repair. Post-surgery the patient was in the intensive care unit and was later discharged to rehab. It was also reported that after taking eliquis for three weeks, the patient was hospitalized with a major spleen bleed.